Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Pump received with moisture damage at motor assembly and electronic assembly. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm after being exposed to water. Blood glucose level at the time of the incident was 92 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.